Manufacturer narrative:
It has since been reported that the patient underwent revision surgery on (B)(6) 2019 to implant a new device. This report is submitted on march 7, 2019.

Manufacturer narrative:
This report is submitted on january 22, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced purulent discharge, wound breakdown at the abutment site and a loss of osseointegration. Subsequently, the abutment was removed and the patient was treated with antibiotics and wound care. Revision surgery is planned; however it is yet to occur as of the date of this report.